Manufacturer narrative:
Investigation summary: a complaint of a set leaking from the pumping segment was received from the customer. One sample was returned for investigation. The sample was tested for leakage, and the customer complaint was confirmed. There was a small tear at the top of the pumping segment. A device history record review for model 2477-0007 lot number 20096823 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect was determined as user error during loading of the pump. If the pump is not loaded from the top to bottom small tears are created on the silicone. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a hole in the as lvp bld180m 15d ss tubing caused medication to leak out during the infusion. The following information was provided by the initial reporter: "I am also including some IV tubing that has a hole in the tubing right by the blue pump anchor." "Approx 1515 rn entered room and noticed new bag was totally empty. Stopped pump. Double checked settings in alaris pump, all correct. Double checked connections from IV tubing to patient, all secure. However, floor beneath alaris pump is soaked. Rn noticed liquid dripping from base of alaris channel/module. Rn looked closer at part of IV tubing which was inside the pump and could identify a tiny hole where medication was able to escape the tubing. No patient harm".